Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options and noted a gradual rise in rv and left ventricular pace impedances as well. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No additional adverse patient effects were reported.